Manufacturer narrative:
(B)(4)=obstruction of the left main ostium. Device not returned. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances. Repeated requests have been made to get the operative report and patient history. It is presumed the device remains implanted and has not been explanted. Device was implanted on (B)(6) 2010, and the first communication regarding this event was received on 02 nov 2010. Sales received the information on 04 nov 2010 that the patient had expired - with no additional details. In service call has yielded no additional information. Investigation is on-going.

Event description:
Sales received the following report via email from the health care provider: "I am concerned with respect to the poor outcome I have had with a case last week. The patient is a (B)(6) lady with severe calcific aortic stenosis (as). The tee and intraoperative sizer called for a 23mm valve. The valve was placed with pledgeted 2-0 tycron and pledgets on the left ventricular (lv) side of the annulus. After the valve was seated and the sutures were tied, I could visualize the left main coronary ostium. When I weaned the patient from cardio pulmonary bypass (cpb), there was severe left ventricular (lv) dysfunction. I sent the patient directly from the or to the cath lab and the study revealed obstruction of the left main ostium with virtually no flow. I took the patient immediately back to the or for emergency CABG. She is not doing well. Any thoughts". Sales has since met with the surgeon on 09 nov 2010 to follow up on the report that the patient had expired and to get a copy of the operative report. Unfortunately, the date of death and cause of death were not disclosed and the operative report has not been provided. It is unknown if the device has been explanted or if an autopsy has been done.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.

Manufacturer narrative:
On (B)(6) 2010 sales rep has confirmed that no further action is required. The sales rep and regional sales mgr already visited the surgeon and went over the case. They discussed his implant technique. The event was reported as "obstruction of the left main ostium with virtually no flow." Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, blockage of the left main ostium could not be confirmed during the in-service call with the surgeon. On (B)(6) 2010, sales rep has confirmed that no operative report will be provided and there will be no device return.